Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a cystoscopy, directly after entering the bladder, the tip (black piece) of the inner sheath fell off. The piece was removed safely with a forceps. It was noted that the device had been checked prior to use and no oddities were noted. Upon removal of the resectoscope, there was a piece of the inner sleeve that had come off. The procedure was completed successfully with a similar instrument without delay nor harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the following was observed: the tip of the insulation insert was broken. Also, the shaft tube was slightly deformed and showed slight rust formation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the damage was mechanically induced. Moreover, it cannot be determined whether there was prior damage or wear to the insulating insert, or whether damage occurred during the last preparation of the instrument and/or during the last procedure. This supplemental report includes an update to d9 and h3 from the initial medwatch. Also, information has been added to d4 and h4. Olympus will continue to monitor field performance for this device.